Event description:
(B)(4). I was in the hospital from 7-430 for who knows what reason. Surgery was about 9-11 and I was in pain at that time. The hospital was nice they gave me some pain meds while I was there. My doctor refused to prescribe me any though. I started swelling real bad down there and every time I use the rest room I swell more.